Event description:
It was reported that during device interrogation, there was an error message seen and the device triggered safety mode. It was noted that the device paced on the t wave and induced a ventricular tachycardia (vt) during the inpatient visit. No adverse patient effects were reported. The device remains implanted.

Manufacturer narrative:
Detailed product information was not provided to bsc. Based on the nature of the information provided to bsc, it is not possible to perform a good faith effort to obtain additional information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted.

Event description:
It was reported that during device interrogation there was an error message seen and the device triggered safety mode. It was noted that the device paced on the t wave and induced a ventricular tachycardia (vt) during the inpatient visit. No adverse patient effects were reported. The device remains implanted. Additional information noted that this device never triggered safety mode.

Manufacturer narrative:
Detailed product information was not provided to bsc. Based on the nature of the information provided to bsc, it is not possible to perform a good faith effort to obtain additional information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted.